Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference manufacturer report number: 3006705815-2019-04453. It was reported that the patient's scs system could not go into MRI mode due to impedance issues. The physician wanted the patient to get an MRI, so the patient underwent surgical intervention to explant the entire scs system.